Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the m14c product. He thinks he acquired the infection because he was camping and could not follow his routine cleaning steps in his catheterization procedure at the time.

Event description:
Intermittent catheter patient (user) stated he had a urinary tract infection (uti) concurrent with catheter use, and was treated by his doctor. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered.